Event description:
Pt has been using the pump since (B)(6) 2010. After time it started to malfunction, making loud sounds and powered down on its own. When the pharmacist exchanged it for a new pump it was able to power on but still had issues running for the pt. Dates of use: (B)(6) 2010 - (B)(6) 2012. Reason for use: dysphagia.